Event description:
The customer reported getting no delivery alarms during bolus. The blood glucose reading was 90mg/dl. Troubleshooting was performed, and the insulin pump kept alarming no delivery. Assisted the caller to run a manual prime test and the insulin did exit. Further testing could not be performed as reservoir was empty. The caller stated that the device did not alarm low reservoir even though the reservoir was emptied. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement as a result of a motor encoder signal being out of phase. The device had cracked reservoir tube lip and cracked battery tube threads. However, the insulin pump passed the prime, basic occlusion, excessive no delivery alarm. The low reservoir alarm functions properly.